Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve ((B)(4)), at eighty percent deployment, the valve appeared to be positioned at a depth of 1 mm at the non-coronary cusp. Upon release from the delivery catheter system (dcs), the valve dislodged into the aortic root at a reported depth of -5 mm. A second valve ((B)(4)) was successfully implanted valve-in-valve at a lower position. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.